Event description:
Facility alleges blood leak during dialysis. Dry pack dialyzer primed w/ns. Occurred at start of treatment machine alarmed blood visible in dialysis line. Treatment stopped blood circuit discarded. Estimated blood loss (ebl) 7100cc. Dialysis restarted with new dialyzer. No further medical intervention required.